Manufacturer narrative:
Review of procedure#: (B)(6) does not show any indication of full thickness arcuate incision and may have occurred during the phaco portion of the procedure. Recommend review of arcuate opening technique. System functioned as designed. The patient required a suture and the wound is seidel negative. No further clinical follow up required.

Event description:
On 06/30/2026, doctor (B)(6) reported to cas that on (B)(6) 2026, a full thickness arcuate incision was created on the inferior lri during procedure ID#: (B)(6).